Event description:
The advocate stated, the customer's glucose was tested using her doctor's meter (brand unknown) and her contour meter. The doctor's meter read 115 mg/dl, while the contour read 500 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.